Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa) and the high impedance measurements were reproduced. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the lead was not explanted, but was surgically abandoned. No additional adverse patient effects were reported.